Manufacturer narrative:
Trackwise # (B)(4) the device was returned to the factory for evaluation on 05/10/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on harvesting device as well on the jaws. The heater wire on the harvesting device was observed to be flexed away from the hot jaw at the center with detachment at the tip. The clear silicone insulation was observed to be intact. No visual defects were observed. There were no other visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed. The lot # 25157309 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire, that are called electrical coils or wires, separated from the jaws. They remained connected to the jaws, thus nothing broke off and fell into the patient. The case was completed by direct vision and dissection of the vein. This occurred at the end of the harvest.. There were no patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire, that are called electrical coils or wires, separated from the jaws. They remained connected to the jaws, thus nothing broke off and fell into the patient. The case was completed by direct vision and dissection of the vein. This occurred at the end of the harvest.. There were no patient effects.